Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose exceeding 600 mg/dl, diabetic ketoacidosis, and a urinary tact infection. The patient was treated with lantus and novalog. Troubleshooting was initiated and no issues were noted with the infusion set, site, or insulin pump. A high pressure test and a review of the device settings were declined. The insulin pump was not returned for analysis.